Event description:
Tibial augment was assembled upside down during manufacture and was implanted in this condition.

Manufacturer narrative:
The surgeon was notified of the issue as soon as it was discovered the day of the surgery who elected to keep the part implanted as the risk involved in removing the well-fixed implant is greater than the possibilities of what could happen with an upside-down augment affixed with the screw and cement.